Event description:
During a check-out procedure at the manufacturer's service center, air was observed leaking from the ventilator's exhalation valve and a "low inspiratory pressure" alarm occurred. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.